Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, de novo lesion in the proximal left anterior descending coronary artery. The 2.75x38 mm xience prime stent delivery system failed to cross the target lesion due to the vessel. Pressure was used and the proximal shaft separated. The separated portion was simply withdrawn. There were no adverse patient effects and no reported clinically significant delay in the procedure. A 2.75x38 mm non-abbott stent was used to successfully complete the procedure. There was no additional information provided.